Event description:
A user facility reported a burn after a thermage flx treatment. Though requested, no further information has been provided regarding the event.

Manufacturer narrative:
The investigation is underway.

Manufacturer narrative:
The datacard logs have been returned for evaluation, and it was confirmed that during the treatment, tip too cold, underforce, and tip too high errors occurred. Based on the evaluation of the data, the system and handpiece perform as expected. It is possible that technique related issues caused the errors that were displayed during the treatment. When the system detects a condition that interrupts the treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond. In the event of a system error, the customer needs to intervene in order to proceed with the treatment. According to the thermage flx system user manual, burns are a known possible side effect of a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blistering and a small chance of scab formation. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.

Event description:
The doctor has declined to provide additional information for this event.